Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of adhesive peeling of distal end, distal end is not secured is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center for a leak. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, adhesive peeling the distal end was detached. There was no patient involvement.